Manufacturer narrative:
(B)(4). A physio-control service representative evaluated the device and confirmed proper device operation through functional and performance testing. The device was configured to turn off the sync function and return to the asynchronous mode after a shock is delivered. This requires the user to turn on the sync function after the delivery of a shock if another synchronized shock is needed. The patient code-summary¿ event record that was downloaded from the device indicates that the device sync function was not turned back on before the third shock was administered to the patient. The delivery of the asynchronous shock caused the patient¿s ECG rhythm to convert to ventricular fibrillation (v-fib). The cause of the reported issue was determined to be due to a use error. Physio-control will contact the customer and offer assistance with any additional training that the customer may need with the respect to the reported event and the use of the device sync function. UDI: (B)(4).

Event description:
The customer contacted physio-control to report that their lifepak 20e defibrillator did not synchronize during cardioversion. Two synchronized shocks were administered to the patient then a third non-synchronized shock was administered which converted the patient's heart rhythm to ventricular fibrillation (vf). Five more shocks were required to convert the rhythm to an organized rhythm.